Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a patient via a healthcare professional (hcp) and a product surveillance registry (psr) regarding a patient receiving dilaudid (250.0 mcg/ml at a dose of 249.78 mcg/day) and bupivacaine (7.3 mg/ml at a dose of 7.2937 mg/day) via an implantable pump for malignant pain. On (B)(6) 2016, the patient was implanted with an implantable pump. The patient reported urinary retention since the pump implant. The identified clinical diagnosis was intrathecal medication side effects. Medication, specifically urecholine, was administered as an intervention. The event resolved without sequelae on (B)(6) 2012. The event was indicated as related to the drug bupivacaine.

Manufacturer narrative:
The previously reported patient codes no longer apply to this event; (B)(4) the previously reported urinary retention and medication side effects was incorrectly reported. The event was determined to be related to medication side effects and does meet the definition of a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.